Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two intravia container empty leaked from an unspecified location. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted for lot dr18g02019 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.